Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Event description:
Alleged capsule contracture.

Manufacturer narrative:
No information available to confirm capsule contracture or explantation.

Event description:
Capsule contracture.